Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the customer experienced blood glucose (bg) levels of 45-286 mg/dl. Cause was not known. The customer consumed carbohydrates to address the bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.